Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13808; 2938836-2019-13807. It was reported that during a follow up in clinic, loss of capture at high capture threshold was observed on the right ventricular lead. Previous records also showed noise on the rv lead. Physician used a new lead which also showed issues of no capture however all other values showed normal for the lead. Physician elected to explant the device and use the new lead to resolve the issue. Patient was stable post procedure.